Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report issues with the insulin pump. Customer stated that the pump continuously beeps during set change. Customer's blood glucose reading was 112 mg/dl. Troubleshooting was done. Nothing further reported.